Event description:
The patient reportedly experienced sound quality and intermittency issues, followed by loss of sound. External equipment was exchanged; however, the issue was not resolved. Surgery to explant the patient's device has been scheduled.